Event description:
It was reported that the balloon will not inflate despite messaging and troubleshooting. Discovered during pre-test; no patient injury or intervention.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged could be detected. Functional testing found cuff inflated successfully; the complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h4: device manufacturing date and d4: device expiration date.